Event description:
It was reported that the user experienced insulin leakage from the cartridge/reservoir when attaching the connector, leading to disconnection from the ilet and subsequent hyperglycemia up to 360 mg/dl; insulin was corrected by subcutaneous pen injection, and later a guided supply change was completed with insulin delivery resumed and no alerts or alarms. Customer care provided support that included communication with the user and spouse, analysis of information provided by the user, and troubleshooting with education on proper supply change sequencing to ensure the cartridge is inserted into the ilet prior to attaching the connector. Investigation of this case revealed leakage at the seal interface consistent with a leak/splash issue associated with the reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or outside assistance. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure at the reservoir-to-connector seal, with user education provided to mitigate recurrence.